Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The hcp reported that the patient was having ¿issues with her stim.¿ the hcp didn¿t know what the issues were. No further complications were reported.